Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that there was a loss of battery failure. Parts replaced and they tested the system. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside a procedure. It was reported that the sites imaging system after being plugged in overnight and the weekend shut down after receiving a battery service error on the system. There was no patient present when the issue was identified.